Event description:
The manufacturer representative (rep) reported that the patient had surgery to remove a growth in the pocket near the implantable neurostimulator (ins). It was originally thought by the health care professional (hcp) that the tumor was not caused by the battery, due to previous growth that was removed that was benign. Once the pocket was opened and the tumor was removed, it was noticed that there were a bunch of nodules in and around the ins pocket. Pathology confirmed that the tumor was a malignant granular tumor. The surgery was done on (B)(6) 2016, tumor and all ins components were removed. It was noted that pathology had the ins and lead. The first benign growth was in 2015, the second growth was in (B)(6) 2016.

Event description:
Additional information was received from the rep. It was noted that the device had been implanted for an off-label use. It was also noted that the rep was at the surgery. Once the tumor was removed it was sent to the facility's pathology lab for analysis. The hcp not mention anything as to whether or not the tumor was due to or related to the devices. All devices were explanted and would not be returned to the manufacturer. No further communication had been received from the hcp or the facility regarding the case. The rep noted that the patient had a malignant tumor/cancer so the patient and hcp were not concerned about the spinal cord stimulation therapy as they had more serious and sensitive issues to deal with regarding the patient's health referring to the cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.